Event description:
Complainant alleged that during a routine shift check, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.